Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image was displayed due to a communication failure caused by the faulty cable. The cause of the faulty cable could not be determined. The event can be detected/prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k autoclavable camera head did not register when plugged into the machine, no picture on the screen, only color bars. The event occurred during setup prior to the case and the camera was switched out for a different one that worked. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
During evaluation, the reported issue was confirmed. The malfunction was caused by a bad cable unit. The evaluation also found a faded rear cover. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.